Event description:
Reporter provided explanation of reason for explant - as "pocket related infection". Explant date exceeded time per center for disease control criteria to be deemed a "surgical site infection." No more info available from provider as phone is no longer in service. Additional info under request per mail service.